Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 467 mg/dl. Customer decline to troubleshoot. Customer was treated with manual injection for the high blood glucose. Customer stated that the insulin pump had low battery alert and battery did not last more than one week. The device will not be returned for analysis.